Event description:
Analysis of the generator was approved on 08/08/2016. Review of the data downloaded from the pulse generator showed an indication of increased impedance from 7462 ohms to 9386 ohms on (B)(6) 2014. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, and results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a patient manipulated his generator and was able to flip it under the skin. The patient's family did not want to replace the generator, so the patient was referred for explant surgery. The patient had his generator and most of the lead explanted on (B)(6) 2016. The explanted products have not been received to date.

Event description:
The patient started flipping the generator under his skin in (B)(6) 2015, which is why the patient's device was disabled. The patient had also fractured the lead when he was flipping the generator in the pocket. Most of the lead was explanted, but the electrodes were left on the nerve. Also, the generator had been secured by a non-absorbable suture during the implant in 2013. Analysis of the lead was approved on 07/15/2016. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis on the generator has not been approved to date.